Event description:
It was reported that the patient experienced muscle stimulation and presented in clinic for follow up. Upon device interrogation, the left ventricular lead exhibited no capture in nine different vectors and one vector exhibited high capture threshold. Lead dislodgement was suspected and confirmed with chest x-ray. Programming changes was made to resolve the stimulation. The patient presented for lead revision procedure on (B)(6) 2018. During the procedure, the physician could not flush the lead. The lead was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.